Manufacturer narrative:
Complaint (B)(4): received 30pcs 455071p/b24063et for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. Samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviations with the function of the gel barrier could be observed. The complaint cannot be confirmed. Correction/additional information: h3: sample receieved, h6: medical device problem code, componenet code, type of investifgation, investigation findings, investigation conclusion; h11: additional manufacturer narrative.

Event description:
Customer states there have been sst tubes that have had to be respun in office more than once prior to sending because the barrier did not move or sealing properly.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.